Event description:
It was reported while using bd precisionglide¿ hypodermic needles the cap did not attach properly. There was no report of patient impact. The following information was provided by the initial reporter: according to the feedback from sales, the 5mm insulin needle had a needle stick injury due to the loose needle cap, and the actual quantity of the product could not be confirmed.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation was performed based on the photo(s) provided. Embecta was not able to confirm the customer-indicated issue. DHR was reviewed and there were not any qns or other events that could be related to this complaint. 7 retained samples of this batch are tested on outer cover pull force, all the results are within specification.

Event description:
It was reported while using bd precisionglide¿ hypodermic needles the cap did not attach properly. There was no report of patient impact. The following information was provided by the initial reporter: according to the feedback from sales, the 5mm insulin needle had a needle stick injury due to the loose needle cap, and the actual quantity of the product could not be confirmed.